Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and the cause of death was unknown. The patient is a participant in the post approval clinical surveillance product surveillance registry.